Manufacturer narrative:
Event year is reported as 2021; however exact date of postoperative screw breakage is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date in (B)(6) 2020, tubercle osteotomy was performed with a 6.5 partially threaded cannulated screw and a 4.5 partially threaded cannulated screw. On an unknown date in (B)(6) 2021 the patient came back into office and it was identified that both screws are broken. There are no plans as of now to bring patient back for procedure. No further information provided. This report is for one (1) 4.5 cannulated screw partially thrd/50. This is report 2 of 2 for complaint (B)(4).